Manufacturer narrative:
Additional information received on 03 august 2017 and includes: no critical delay. Batch review performed on 22 august 2017. Lot 174244: (B)(4)items manufactured and released on 07 july 2017. Expiration date: 2022-06-27. No anomalies found related to the problem on (B)(4). To date, this is the first item sold of the lot.

Event description:
During the pin impaction, the pin adapter broke. The surgery was completed successfully using the metallic pin adapter and the metallic 4 in 1 cutting guide.

Manufacturer narrative:
On 12 september 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the breakage of the anterior flap of the pin adapter was probably caused due to lateral force or not proper alignment between the instrument and the fixation pins (the lateral fixation holes of the cutting block are oblique). A second cause could be that the surgeon started with the motorized rotation before the proper engagement with the pin head; in this situation the torque is improperly transferred between the adapter and the pin.